Manufacturer narrative:
A ge rep evaluated the system and replaced the wig-wag and cross arm brakes. System operates as intended.

Event description:
It was reported that the arm locked in place preventing horizontal movement.